Event description:
Customer reports receiving erratic reading in blood glucose tests. Customer reports 460 mg/dl and 139 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's product has been requested back for investigation. A follow-up report will be filed once an investigation is completed.